Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Patient reported a rupture, "lymph nodes with silicone infiltration", "siliconoma" and "tiny cysts"-not device related-. This record is for the left side. The device was explanted.